Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: radical nephroureterectomy, anterior exenteration, radical cystectomy etc. "(B)(4) activations were performed with the device. At around (B)(4) activations the blade had started to feel laboured upon the return down the channel i.e. Activating the blade did not present a problem but when the blade was returning back to position it was jamming and sticking. The case was very difficult and the surgeon then made the decision to continue with a ligasure device. The blade and jaws were being cleaned thoroughly after every activation. The tissue being activated on was a mixture of mesentery and vascular tissue surrounding the kidneys." Patient status: "procedure completed and patient discharged from theatre but she died the day after due to other complications."

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. As a result, functional testing was not able to be performed and the complainant's experience was unable to be confirmed. Applied medical has reviewed the details surrounding the event and related product. In the absence of the subject device, it is difficult to determine the root cause of the event. As a result of the event experienced by the customer, the applied medical device was no longer used, and the surgeon changed to a competitive device prior to the occurrence of any patient complications. Based on the description of the event and the results of the investigation, there is no indication that a device malfunction contributed to the patient complications that occurred after the use of the event unit. Although the root cause could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. The first device per the additional information received on june 28, 2017 can be found in (B)(4), MDR 2027111-2017-01870.

Event description:
Additional info received from rep on 3jul2017: "the jaws were cleaned with a swab soaked in sterile water. The scrub nurse used this to wipe away eschar. Also, under instruction of the rep, they closed the handle, activated the blade several times to try and dislodge any eschar from the blade channel. This was then wiped away. In the opinion of the rep, they made very thorough attempts to clean the blade."